Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Device not returned.

Event description:
It was reported that implant fractured between the tantalum and titanium part in the middle of the implant and it was removed. Tooth location 19.

Manufacturer narrative:
One trabecular metal implant (tmt4b11) and one retaining screw (mhlas) fragment were returned for investigation. Visual evaluation of the as returned products identified screw fragment in the drive feature of the implant which was fractured across the upper threads. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed due to the nature of the devices and events. Pre-existing condition noted on the per was moderate bone density type ii. The reported devices had been placed on tooth# 19 for approximately 2 years. X-ray and picture images were provided and fracture was confirmed. DHR review for the lot (63249024) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (63249024) and no similar event or complaint was found. March post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur ¿ implant was fractured and screw fragment was identified in its drive feature. Additionally, the reported events were confirmed. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is excessive loading on abutment and implant assembly or use of implant outside of intended use. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information available at the time of this report.